Event description:
It was reported that a small volume intermate was found with a foreign particle in the reservoir. This was found after being compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 16, 2015 to april 20, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a white particle, approximately 2.07 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.